Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 18.7, hardware: iphone14.6, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod. Symptoms reported include fever, sick and vomiting. It was reported that the patient also had influenza a. The patient was treated with a flu shot and an insulin drip. The pod was removed and discarded. The patient was released the following day on (B)(6) 2026.